Event description:
Patient's 5fu (5-fluorouracil ) elastomeric pump did not completely infuse all the medication in the 48hrs. ~75ml still in pump. All appropriate clamps were open and tubing was taped to patient's chest.